Manufacturer narrative:
(B) (4): the instrument was returned to the manufacturer for evaluation. The visual examination shows that the lower jaw pivot pin is missing and visible crack is present at lower side and upper right side of pivot pin hole. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument was not biting correctly. No patient complications were reported.